Event description:
Failure of the staple load lengthened surgery time as well as increased hospital days. Patient developed a leak at the gastric suture line after discharge and was hospitalized a second time at another facility for leak repair.